Event description:
During a coronary stent procedure, the stent of the delivery/stent device broke. The physician was unable to advance the delivery/stent device over another manufacture's wire. While attempting to remove the delivery/stent device from the wire, the shaft broke and was removed without incident. No patient injuries or complications were reported.